Event description:
It was reported that there was a return of pt symptoms. Pt was in a fetal position from spasticity. Pt had had instances like this in the past but that the way she was now reporter was concerned "she might not pull out of this." This occurred following a refill session. The pt was admitted to the hospital and was in serious condition. A dye study was negative for disconnects or fractures. Medication changes were considered but hcps disagreed so no changes were made. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).